Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display and multiple power error alarms. Her blood glucose was unknown. The customer said that she changed the battery three times and the screen was blank. During troubleshooting for the blank display, the display returned. While reviewing her alarm history, there were two power errors detected. At this time, the customer checked her blood glucose and it was 225 mg/dl. During troubleshooting for the power error alarm, she stated that she had previously called to report the same alarm. The customer had a power error that recurred within a week of troubleshooting a previous incidence. She was advised that the pump needed to be replaced. The customer was advised to discontinue use of the pump and to revert to the back-up plan per her doctor¿s instructions. The insulin pump will not be returning for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No blank display anomalies, unexpected power loss alarms or external flash error alarms noted during testing. Pump error (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and cracked case on battery tube area.